Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received while attempting to charge the pump resulting in the battery gauge intermittently fluctuating. Customer's blood glucose level was 185-186 mg/dl. Reportedly, customer was able to resolve issues.